Manufacturer narrative:
The device is in process of being returned for evaluation, and the investigation is ongoing. Once we have additional relevant information it will be submitted in a supplemental report.

Event description:
Complainant alleges "sterilized failure".

Manufacturer narrative:
The actual device was returned for evaluation. A review of the sample confirms that the issue was cause by seal interference due to trim scrap entering the seal during the pouch manufacturing process. The line does not have sensors to alert operators when a slit cut occurs. If operators do not identify and remove the resulting trim scrap, it can wrap around the chain and attach to subsequent product causing seal interference. The root cause is manufacturing error. If any additional relevant information is identified, it will be submitted in a supplemental report.